Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and performed system functional checks, results test passed. Ran unit in clinical mode and found no apparent issue. Furthermore, unit is due for safety disk replacement, quote will be sent.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient involvement reported.